Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve, when resecting fundus, with the powered stapler, the first reload was blocked and unable to fire. The staples just protruded on the reload and failed to staple on the tissue. A manual stapler was used but the second reload had the same problem. Another manual stapler was used to resolve the issue in order to complete the case. There was no patient injury.